Manufacturer narrative:
It was also reported that the customer is not using heparin or any direct thrombin inhibitors. The customer also does not have any antiphospholipid antibodies. The returned test strips were tested on the returned meter and were tested in comparison to the current masterlot 230734 on internal reference meters. Human blood samples from warfarin donors were measured. The obtained results showed a maximum difference of 0.1 inr. The patient samples were always identified as blood. All measurements were without error messages. The returned and the retention material meet the specification.

Manufacturer narrative:
Na

Event description:
The reporter states that the following results were obtained on the coaguchek xs meter ((B)(4)) on (B)(6) 2015: meter: 5.5 inr and then 2.2 inr. The samples were from separate fingers. The tests were taken between 2:30 pm and 3:00 pm. Also during that timeframe a lab was drawn and the result came back as 2.2 inr. The reporter is not sure what reagent the lab uses. The patient's therapeutic range is 2-3.0 inr. It was also reported that on (B)(6) 2015 the meter read some different readings, with a new vial of strips but the same lot number. She is not sure what the readings were but she thinks 5.7 inr was the first reading. The reporter states the patient did not have any recent changes to their diet. No changes were made to the patient's medication based on the meter result. There was no adverse event. The customer is stable. Requested return of suspect product and new product was sent.

Manufacturer narrative:
It was also reported that the customer is not using heparin or any direct thrombin inhibitors. The customer also does not have any antiphospholipid antibodies.